Manufacturer narrative:
Date received by manufacture: 11sep2020. Date of report: 29sep2020.

Event description:
The biomedical engineer reported that the device couldn¿t turn on. The biomedical engineer reported that the unit was not in use on the patient. The biomedical engineer was not aware that the unit was in use, and no delay or medical intervention was reported. The biomedical engineer contacted product support and ordered the user interface board. The biomedical engineer replaced the user interface board to address the reported problem. The biomedical engineer scrapped the defective part.

Manufacturer narrative:
G4:29sep2020. B4:29sep2020. B3:11sep2020updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.